Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by our edwards lifesciences affiliate in south africa, regarding 23mm sapien 3 valve in aortic position by right transfemoral approach in a patient with heavily calcified anatomy, the valve was put into place, and pacing commenced. During commander delivery system balloon inflation, the balloon burst (horizontally) most likely due to sharp calcium protrusion present in the native valve. The sapien 3 valve was not fully inflated. The delivery system was removed through esheath without difficulty. It was decided to use a 23mm edwards pre-dilation balloon and add 2ml extra again. Inflation went smoothly, and the valve was fully inflated. No pvl was observed with post inflation aortogram and there was no consequence to patient.

Manufacturer narrative:
A supplemental MDR is being submitted due to additional information from a product investigation. The event reported is/are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Imagery was provided by the site which showed the presence of calcification in the landing zone. The complaint for balloon burst was unable to be confirmed due to unavailability of the device return nor applicable imagery was provided. Available information suggests patient factors (calcification) and procedural factors (over inflation) likely contributed to the event as there was presence of calcification in the landing zone and an additional 2 ml were administered to the balloon. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. While the prescribed nominal inflation volume is provided in the IFU, it is possible that extra inflation volume was used (over-inflation), subjecting the balloon to pressures high enough to cause the balloon to burst. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.